Manufacturer narrative:
Three sets were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and pressurized at the mal luer connection point. No observation of leak. The customer complaint was unable to be replicated.the root cause could not be determined because the issue could not be replicated.a device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite gravity set had connection issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the primary tubing is not making a complete seal at the needle catheter hub and allowing the normal saline to leak out and not flow into the client.